Event description:
Reported issue: the stapler jammed and it was necessary to used another one to complete the suturing.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the visistat 35w 6/box lot# 73d2100556 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.